Manufacturer narrative:
Unit passed the a21 error and displacement tests. No unexpected a21/e21 alarm or reset time/date anomaly after battery change noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frequent recently general unexpected restart alarms which needed to be reset. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.